Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed system error 341, during therapy (medication, programmed amount and delivery rate unk) in the medical surgical care area. Pt was in a clinitron bed and being treated for bed sores. It was also reported there was no pt injury.